Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer was treated with an insulin drip at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.